Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.75x16mm drug eluting stent to the 75-80% stenosed lesion located in the mildly tortuous, moderately calcified mid circumflex (cx) artery, but was unable to advance to the lesion. The lesion was pre-dilated with a 2.5x8mm quantum balloon. Resistance was felt upon withdrawal, and it was noted that the stent was half-way off the balloon, and the stent strut was bent. The procedure was completed with another taxus express2 stent, same size. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.